Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2022, serial #: (B)(4), UDI #: (B)(4). Concomitant medical products: no. Mfg date: 04-jun-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-may-2022, serial #: (B)(4), UDI #: (B)(4), concomitant medical products: no. Mfg date: 22-may-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2022, serial #: (B)(4), UDI #: (B)(4), concomitant medical products: no. Mfg date: 04-jun-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding log files, but it was not available at the time of this report. If additional information is received, the event will be updated, and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. The patient stated that there was "multiple jumping back and forth of the controller's power source indication". The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the serial port and both power ports of the controller. The observed contamination with the serial port is an additional finding not related to the reported event. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6). Analysis of the data log file also revealed several premature power switching events that were due to communication errors between the controller and additional batteries. As a result, the reported event was confirmed. In addition, review of the data log file revealed multiple instances involving additional batteries, where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. Additionally, review of the controller log files revealed fourteen (14) controller power up events between 21-nov-2022 and 28-nov-2022. Several momentary disconnections were observed involving an additional battery leading up to several losses of power. The controller was without power for an average of 27 seconds, per loss of power. (B)(6), (B)(6), (B)(6), and additional batteries had been lubricated prior to release. A power source lubrication procedure had been performed on associated additional batteries in accordance with the requirements under fsca cvg-18-q4-19 on 22-aug-2018 and 13-may-2020. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and momentary disconnections, which may be contributed to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial # (B)(6) d9: es, return date: 21-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d9: yes, return date: 21-dec-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 21-dec-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): cxx h6: FDA conclusion code(s): dxx investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.